Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pacemaker mediated tachycardia. The implantable pulse generator (ipg) was reprogrammed which resolved the complication. The ipg remains in use. No further patient complications have been reported as a result of this event.